Manufacturer narrative:
It is well publicized that revision surgeries are commonly required after primary spinal fusion surgery. In this case, pseudarthrosis at the original levels treated (c5-c7) led to the need for revision surgery. The genesys spine implants are not believed to be the cause of the pseudarthrosis as they were found to be fully intact and well placed at the time of the removal.

Event description:
A removal and revision surgery was performed due to pseudarthrosis (non-union) following the primary spinal fusion surgery. Five years after being treated for a two-level cervical fusion a removal and replacement surgery was performed due to pseduarthrosis at the intial levels treated (c5-c7). The cervical plate system hardware and the peek interbodies initially placed were fully intact at the time of the removal surgery. The surgeon performing the r&r removed all genesys spine devices in order to treat the patient with a competitor's product.